Event description:
The patient contacted animas on (B)(6) 2011 to report elevated blood glucose (bg) readings in the 250 to 600 mg/dl range. The patient reported that the high bg excursion started on (B)(6) 2011 and at approximately 10pm that evening he went to the emergency room because he developed symptoms of nausea and "heaviness in his chest." The patient stated he was admitted to the ICU and placed on IV insulin. When he restarted the pump on the morning of (B)(6) 2011 with a new skin site, the patient claimed his bg went back up to 254-389mg/dl. At the time of troubleshooting, the patient confirmed all pump settings, including the date and time were correct. There were no associated alarms in pump's history. The patient denied any site issues and confirmed there were no visible air bubbles in the cartridge or tubing. The patient also confirmed there was no indication that insulin was leaking. The patient confirmed that the cartridges in use were within their expiration date and were being filled with room temperature insulin. Animas customer support noted that the total daily delivery for the previous 72 hours matched up with basal and bolus history. At the time of the call, the patient performed an air bolus and confirmed seeing insulin drip out of the end of the tubing. Although there was no evidence of a product malfunction found at the time of troubleshooting, this complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump involved with this complaint has been returned and evaluated by animas product analysis on 11/08/2011 with the following findings: there was no data in the download histories from the time of the reported high bgs due to continued patient use. A 29 hour flow accuracy test was performed on the pump. The pump passed the flow accuracy test and was found to be delivering within the required specifications. Evaluation also revealed that the ok keypad button responded to presses intermittently. It was noted that all other buttons responded to presses appropriately. When the keypad was removed there was evidence of adhesive/contamination found under the key contacts. The keypad issue did not contribute to the patient's alleged injury as this complaint occurred several months after the patient reported the high bgs.